Event description:
It was reported the ¿set screw would not tighten¿ on the implantable neurostimulator. It was noted the device was not used in a patient and that no patient death or injury occurred. The patient was additionally noted to have ¿recovered without sequelae.¿

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.